Event description:
There was an allegation of a questionable elecsys probnp ii result from the cobas e 601 module. The initial result was <36 ng/l, and the repeat result was 1258 ng/l. The repeat result was deemed to be correct. The questionable results were not reported outside of the lab. The sample was repeated because the initial result was low.

Manufacturer narrative:
The elecsys probnp ii lot number is 77845001 and the expiration date is 30-jun-2025. A field service engineer (fse) replaced the pinch tubing, flushed the wash stations and reagent probe, adjusted the sample probe, and checked and adjusted the gear pump and water pressure. A precision check was successful. The investigation determined that the service action resolved the issue.